Event description:
The event is reported as: the stapler had been used in spayings. The staples are not forming and coming out of the animal post operatively. No patient injury or intervention reported.

Manufacturer narrative:
At the time of this report, the sample has been returned for evaluation. The results of the investigation are not available at time of this report. A follow-up report will be sent when completed.